Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at home with chest pain and shortness of breath. A nurse was dispatched and found the patient¿s heart rate to be in the 30's. The patient went to the emergency room and was discharged on (B)(6) 2019. On (B)(6) the patient presented to clinic believing the device was not working. Upon interrogation, intermittent ventricular capture was observed. Programming changes were made. The patient reported feeling better following the changes.